Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an issue with her battery and stated that her battery compartment is bad and gets a bad connection. Customer stated that they have difficulty removing the battery cap on their insulin pump and also reported receiving a no delivery alarm. Customer also mentioned having to change batteries more often and stated that sometimes their batteries last less than a week. Customer was unable to troubleshoot at this time. Customer's current blood glucose reading is 183 mg/dl. No further information reported.